Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced intermittent audio from the dexcom receiver and an adverse event. The patient was at work on (B)(6) 2018 and state between 9:30am-10:00am, they experienced low glucose values, but the receiver did not alert the patient and they passed out. A coworker found the patient around 9:50am and called a supervisor over. It was indicated that the paramedics were called and when they arrived, the patient came to around 10:30am. The patient was treated with honey, peanut butter and crackers. At the time of contact, the patient was doing well. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the inspection passed. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find errors related to the reported intermittent audio output. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.